Manufacturer narrative:
Block h6: imdrf code e1021 captures the reportable event of pancreatitis. Imdrf code e0506 captures the reportable event of hemorrhage. Imdrf code e1002 captures the reportable event of abdominal pain. Imdrf code e090208 captures the reportable event of poor image quality. Imdrf code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf code f23 captures the reportable event of unexpected medical intervention. Block b3: date of event represents the article online publishing date. Block d4, h4: detailed model number and lot number were not provided to bsc. Good faith efforts were completed to obtain this information; however further information has not been received to date. Because the product information is currently unknown, no UDI and other product specific information is available. If additional details become available, a supplemental report will be submitted. Block g2: literature source: journal article saleem, et al. "Assessment of the learning curve for a single use disposable duodenoscope". Digestive diseases and sciences (2024) doi.org/10.1007/s10620-024-08305-z. Investigation results summary: the exalt model d scope was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. The device history records (DHR) review cannot be performed as no batch number was reported and the upn was not reported. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. A risk review performed for the exalt model d scope device confirmed that the events of pancreatitis, hemorrhage, pain abdominal, elevator difficult to actuate, scope poor quality image, scope difficult to advance, valve body flow issue, unexpected medical intervention and hospitalization or prolonged hospitalization were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
Boston scientific became aware of an event involving exalt model d single-use duodenoscope through the article titled "assessment of the learning curve for a single use disposable duodenoscope" by nasir saleem, et al. Per the article, a retrospective analysis was conducted of prospectively collected data on 31 consecutive patients who underwent endoscopic retrograde cholangiopancreatography (ercp) using the exalt model d single use duodenoscope between july 2020 and april 2021. Adverse events associated with the use of exalt model d include one occurrence of post ercp pancreatitis, one occurrence of intraprocedural bleeding from the gastroesophageal junction schatzki's ring, 13 occurrences of post procedural abdominal pain which were characterized as mild and managed conservatively. In three cases, hospitalization was required for pain management. Reported device deficiencies of the exalt model d scope include failed cannulation due to limited mobility of the scope's elevator, inability to intubate the duodenum, inability to achieve sufficient insufflation, and poor image quality. Please refer to the cited article for complete details.

Event description:
Boston scientific became aware of an event involving exalt model d single-use duodenoscope through the article titled "assessment of the learning curve for a single use disposable duodenoscope" by nasir saleem, et al. Per the article, a retrospective analysis was conducted of prospectively collected data on 31 consecutive patients who underwent endoscopic retrograde cholangiopancreatography (ercp) using the exalt model d single use duodenoscope between july 2020 and april 2021. Adverse events associated with the use of exalt model d include one occurrence of post ercp pancreatitis, one occurrence of intraprocedural bleeding from the gastroesophageal junction schatzki's ring, 13 occurrences of post procedural abdominal pain which were characterized as mild and managed conservatively. In three cases, hospitalization was required for pain management. Reported device deficiencies of the exalt model d scope include failed cannulation due to limited mobility of the scope's elevator, inability to intubate the duodenum, inability to achieve sufficient insufflation, and poor image quality. Please refer to the cited article for complete details.

Manufacturer narrative:
Block h6: imdrf code e1021 captures the reportable event of pancreatitis. Imdrf code e0506 captures the reportable event of hemorrhage. Imdrf code e1002 captures the reportable event of abdominal pain. Imdrf code e090208 captures the reportable event of poor image quality. Imdrf code f08 captures the reportable event of hospitalization or prolonged. Hospitalization imdrf code f23 captures the reportable event of unexpected medical intervention block b3: date of event represents the article online publishing date. Block d4, h4 detailed model number and lot number were not provided to bsc. Good faith efforts were completed to obtain this information; however further information has not been received to date. Because the product information is currently unknown, no UDI and other product specific information is available. If additional details become available, a supplemental report will be submitted. Block g2: literature source: journal article saleem, et al. "Assessment of the learning curve for a single use disposable duodenoscope". Digestive diseases and sciences (2024) doi.org/10.1007/s10620-024-08305-z.